Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose readings around 283 mg/dl. Remote troubleshooting and education were provided, including counseling. Investigation of this case revealed that glucose levels decreased and stabilized without a supply change, indicating the system delivered correction as designed. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the user¿s glucose trending down and stabilizing to 158 mg/dl within several hours, and no medical intervention or hospitalization was required. It was concluded that the event was hyperglycemia with unclear cause, possibly influenced by recent meal and infusion site factors, and the device functioned as intended in restoring glucose to target range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.